Event description:
It was reported that the patient's previously abandoned leads were explanted in 2022. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.